Event description:
The customer reported the evis exera ii video system center display color bars and no image was noted. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to ensure that the paddle of the maj-1430 video scope cable was properly connected to the unit. Afterwards, the image was obtained. A follow up was made and the customer confirmed that the issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. It is also possible that the image failure occurred because the substrate was broken down due to long-term use. Olympus will continue to monitor field performance for this device.